Event description:
Boston scientific crm received information that approximately 10 days post implant, noise was observed on the right ventricular defibrillation channel of this device, which could be re-created with pocket manipulation. A revision procedure was performed, and it was determined that the lead was not completely seated in the header of this device and the setscrews had not been tightened appropriately at the initial implant procedure.

Manufacturer narrative:
At this time, no additional information is available. If additional information becomes available, this report will be updated.

Event description:
Subsequently, it was suspected that the terminal pins of the right ventricular defibrillation lead were reversed in the header in the device during the revision procedure. It was reported that a nips procedure was performed and therapy delivered at 31j in coil to coil configuration did not convert the patient, therefore, a 41j shock was delivered and conversion was successful. This test was repeated with the same results. The physician elected to program therapy delivery to 41j, as the patient did convert during testing, although programming could not accomodate a safety margin. It was also noted that the p-waves were the same size as the qrs complex on electrograms.

Manufacturer narrative:
A new lead was successfully implanted and securely connected to this device. No other adverse patient effects were observed. At this time, no additional information is available. If additional information becomes available, this report will be updated.